Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or reason for explant of device and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. On (B)(6) 2017: the "patient did not know and would not have discovered that the mesh implant on (B)(6) 2007 was defective and proximately causing her injuries until the mesh product was explanted on (B)(6) 2017". As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or reason for explant of device and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 years 1 month post implant of composix kugel mesh, patient was diagnosed with infection, fistula, hernia recurrence, abscess and adhesion thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, fistula, hernia recurrence and adhesions as a possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." This supplemental emdr represents the mesh - composix kugel (device #2). An additional emdr was submitted to represent the kugel patch (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. (B)(6) 2017: the "patient did not know and would not have discovered that the mesh implant on (B)(6) 2007 was defective and proximately causing her injuries until the mesh product was explanted on (B)(6) 2017". As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with incisional hernia thereby underwent repair with the implant of kugel patch (device #1). (No op notes were provided for this procedure) (B)(6) 2007 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #2). Per operative notes, ¿palpable through the anterior abdominal wall is a kugel patch (device #1) which was previously placed a two months before for an incision just above the umbilicus. The hernia sac was opened and removed. Then a composix kugel mesh (device #2) which was extend down to below the superior margin of the previous kugel patch (device #1) and to the apex of the incision and into the preperitoneal space using sutures.¿ (B)(6) 2017 - patient was diagnosed with hernia recurrence, enterocutaneous fistula and infected mesh thereby underwent laparoscopic repair with removal of composix kugel mesh (device #2) and kugel patch (device #1). Per operative notes, ¿there were two pieces of mesh that was overlying (device#1 and device#2) with a pocket of purulence in the middle. There was a possible enterocutaneous fistula. The mesh (device #1 and device #2) was then circumferentially excised from the intraperitoneal position. There were adhesions to the mesh which was taken down. Then, a synthetic mesh was placed in an intraperitoneal fashion using sutures.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, bowel removal, fistulae, infection and emotional injuries.